Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was a g5 mobile application interruption during an operating system upgrade on the patient's smart device. No additional patient or event information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.